Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, the patient experienced a missing sensor wire. The patient consulted the doctor on (B)(6) 2024, for a different medical issue but also raised concerns about the missing wire from a removed dexcom sensor, which led to swelling. The doctor prescribed clindamycin (antibiotic, 300 mg, three times a day for a week). The patient has regular appointments scheduled every three months but was still experiencing diarrhea and lower stomach cramping (not related to this event). An x-ray was performed and there was no sensor wire found. They prescribed cephalexin (500 mg capsule), mupirocin topical ointment 2 percent, metronidazole (500mg tab). No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).